Manufacturer narrative:
The patient was also the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer stated she was not able to find her most recent blood glucose reading in the memory of the contour next. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.